Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the master tool manipulator (mtm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The mtm was analyzed and found lighthouse logs confirmed unit had experienced the following errors: 22033, 22032. The unit was observed for physical damaged and was observed to have wrist pitch cable pulley components damaged. The unit was not placed o system nor sftp for testing due to the damage. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue. Failure analysis found the wrist pitch spur gear to be the root cause the errors during field use.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, there was an error on the master tool manipulator (mtm). The caller stated they cycled the breaker on the console and back drove the mtm without any improvement. The caller decided to power off and unplug the affected console and continue using the system as a single console for the day. The procedure was completed as planned with no reported injury.